Event description:
Pump placed in service and connected to pt in 2009. Reported issues from clinic at disconnect at about 2 months later. Clinic reported underinfusion of 5ml which was left in 100ml cassette. Verified program as correctly set at 52ml/24 hours by clinic nurse. Pump returned to our location. Performed test on pump in question to mimic clinic infusion. This testing showed greater than 6ml left in cassette at end of 46 hour infusion period. Pump segregated from other pump population. Obtained cadd-1 extension tubing lot number 2014-01 and cassette lot number 2014-03 or 2013-11.